Manufacturer narrative:
(B)(4). Date sent: 01/10/2020. Additional information was requested, and the following was obtained: did the surgeon have any difficulty removing the device during the explant procedure? No.

Manufacturer narrative:
(B)(4). Date sent: 03/04/2020. Device analysis: the 14-bead linx device was returned in one piece. The locked clasp beads couldn¿t be unlocked presumably due to tissue, etc. Interference. An exposed visible weld ball that was disconnected from an adjacent male bead case was observed. The wire with the exposed weld ball had score marks and mechanical necking. The affected male bead case had some score marks and outward doming of the through-hole wall. The link length and tensile force measurements were found to meet the applicable specifications. The remaining device characteristics show no anomalies for a device that has been reasonably changed as part of the explant procedure. The device was sent for additional testing. The results of the additional testing were as follows: ¿the device was scanned using computer tomography (CT) to get diameter measurements and study the inner structure of the affected components. The male bead case through-hole diameter was measured to be out of specification. The exposed weld ball diameter was measured within specification. The CT image of the cross section of the male bead case confirmed the doming of the through-hole wall. This doming is inconsistent with the device design or previously observed device wear. In addition, the bead with the exposed through-hole and its adjacent bead has several score marks on the surface. The score marks and mechanical necking were also observed on the wire with the exposed weld ball. The weld ball had a prominent divot. Overall, these findings suggest that the components were subject to the higher mechanical loads (one-time high-stress event) than should be expected in a normal physiological environment. It is assumed that the device was continuous at the start of the explant procedure. It¿s probable that during device explant, the surgeon used mechanical tools to apply a high tensile force on the linx implant, which resulted in the weld ball pull-through and enlarged male bead case through-hole diameter. No strong conclusion can be drawn about the size of the through-hole diameter prior to the explant.¿ based on the DHR review, the male bead cases that were used to manufacture the reported device lot# 24452 were subject to a 100% pinning inspection. No defective parts were found. Considering the results of the additional testing and the DHR review, it seems that the affected male bead case was conforming before implant procedure and was deformed during the explant procedure. In addition, since these findings do not contribute to dysphagia, no conclusions relevant to the patient experience were found. The DHR for lot 24452 was reviewed. No ncs, defects, or reworks related to the product complaint were found.

Manufacturer narrative:
(B)(4). Date sent: 12/17/2019. Additional information was requested, and the following was obtained: no new information to report other than the lot number is 24452.

Manufacturer narrative:
(B)(4). Date sent: 11/21/2019. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: when using the linx sizing device what technique was used to determine the size? He sized up 3 sizes from where the device pops. Was the device found in the correct position/geometry at the time of removal? Yes.

Event description:
It was reported that the patient had a linx implant in (B)(6) 2019. The patient has a latex allergy and gastroparesis. The patient had a pyloroplasty before the linx was placed. At the time of the linx placement, the patient had her hiatal hernia repaired. The patient's gastroparesis symptoms became much worse once the linx was placed and the reason for explant, on (B)(6) 2019, was dysphagia. Surgeon removed the linx device and did not provide any other type of reflux procedure. He will wait and see how she does. He also placed a g-tube during the procedure. The linx device was encapsulated posterior to the esophagus but not anterior. The explant went well, and the doctor didn't have any concerns.